Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify pump error 23/68/49 alarm due to blank display.

Event description:
The customer reported via phone call that their insulin pump had post-reset ram crc alarm. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer reports they was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.